Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred post deployment. The 70% stenosed, 30x3mm target lesion containing a significant <=45 degree lesion bend was located in a mildly calcified and mildly tortuous left circumflex (lcx) artery. Following predilation with an unspecified balloon catheter, a 3.00x38mm promus element long drug-eluting stent was selected and advanced to treat the target lesion. However, it was noticed that the stent bridge was severely deformed (lifted) after deployment. The physician then used a non-bsc balloon to post dilate and implanted a non-bsc stent to attach the lifted stent to complete the procedure. No patient complications were reported and the patient's status was stable.